Event description:
It was reported that, "targeter broke while inserting trocar to place screws into femoral head. As dr. Pressed a button to release trocar, it snapped and fell to the floor."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.